Manufacturer narrative:
Updated problem code grid. The customer requested, that the device be returned for bench repair. The device was received, by the bench repair service on 19nov2021. The reported issue was confirmed. And the cause was traced to faulty paddles. Based on the conclusion of the evaluation. It was determined, that this was a malfunction of the paddles. The customer was advised, to replace the paddles to return the device to working condition. However, the quote was cancelled. The device was returned to the customer. There is no indication of a systemic problem. No further investigation or action is warranted.

Event description:
It was reported to philips that the external paddles fail the control test. There was no patient involvement.